Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was shocked sixteen times for atrial fibrillation (af) with rapid ventricular response (rvr). The ICD remains in use. No further patient complications have been reported as a result of this event.